Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the 8mm prograsp forceps instrument exhibited random movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's movements were not transcribed correctly. (E.g., distance intended did not match distance).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. A follow-up MDR will be submitted once the instrument is evaluated and/ or if additional information is received.